Event description:
As reported by the user facility: reports over infusion. Occurred in nicu (B)(6) 2012 about 7 am. Infusion on power cord, unsure how long pump was running before the occurrence. Device was taken out of service and sent to biomed after issue discovered. Device set to deliver 0.8 ml total 19.2 ml in 24 hr, 20 mls delivered in 21 hours. About 25 mls left in the container. Customer believes the infusion fluid was lipids.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). In a follow up call to the facility, the reporter stated there was no patient injury and that no testing was performed on the pump at their facility. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.